Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose exceeded 400 mg/dl for hours. The customer treated via insulin pump therapy and manual insulin injection. However, after eating dinner and injecting insulin, her blood glucose increased to nearly 400 mg/dl. The patient's blood glucose at the time of incident was 427 mg/dl. She experienced nausea and abdominal pain. During troubleshooting the drive support cap appeared normal. The customer noted that her infusion set cannula was bent. The customer was advised to change her infusion set, reservoir and insulin and to resume treatment. The insulin pump was not returned for analysis.